Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that since approximately (B)(6) 2013 the patient refers to a change in hearing quality when applying pressure on the exit of the active electrode lead. Re-implantation is being considered, the date has not been decided upon.